Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual analysis of the returned device identified: fold creases, wear abrasion, white particles calcification -like in device outer surface and broken sharp of plug strap. A leak test was performed which identified no leakage. A microscopic analysis was performed which identified broken sharp of plug strap and partial delamination of plug strap disk shell. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: -broken sharp of plug strap assessed as unidentified (tear) opening. -partial delamination of plug strap disk shell assessed as adhesive failure. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.